Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034-2021-02306.

Event description:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034-2021-02306.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown zimmer femoral component catalog # unknown lot # unknown, unknown zimmer articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2021-01760, 0001822565-2021-01761.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was experiencing pain and a crooked knee post surgery. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.